Event description:
The external pulse generator was returned to the manufacturer for calibration and testing. It was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis found that the upper/lower cases, side bail covers and ring cover were broken. The heart block and lead flex cover were contaminated. The ring was bent and the encoder flex was out of electrical specification.